Event description:
Approximately four months post hvad implantation, this patient experienced "controller fault" alarms. The patient's controller was exchanged and is being returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that the controller has been received and is awaiting further analysis. Product remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported patient with controller fault alarm. Controller exchange was performed, log files downloaded, and both controller and log were sent to manufacture for investigation. Upon receipt, controller (con184236) passed visual and functional testing. Log files demonstrated four controller fault alarms due to aps failure. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).